Event description:
Additional information received on 5/15/25 for mw5170159. Dexcom g6 sensor inaccuracy: 9:14am g6 reading 82, finger stick reading is 116. That is a mard of 29.3%, which is outside the allowed 20% range. Dexcom g6 sensor inaccuracy: 8:08am g6 reading 119, finger stick reading is 154. That is a 22.4% mard, which is outside the allowed 20% range.

Event description:
Dexcom g6 sensor inaccuracy: 7:04am g6 reading 190, finger stick reading is 133. That is a mard of 42.9%. Additional information received on 5/16/2025 for mw5170159.

Event description:
Dexcom g6 sensor inaccuracy: 5:21pm g6 reading 107, finger stick reading is 68. That is a mard of 57.4%, which is outside the allowed 20% range. Dexcom no longer following up on product support complaints / requests. Dexcom g6 sensor inaccuracy: 10:08pm g6 reading 253, finger stick reading is 191. That is a 32.5% mard, which is outside the allowed 20% range. Ref report: mw5170160.

Event description:
Additional information received on 05/12/2025 for report mw5170159. Dexcom g6 sensor inaccuracy: 7:01am g6 reading 109, finger stick reading is 90. That is a mard of 21.1%, which is outside the allowed 20% range.

Event description:
Dexcom g6 sensor inaccuracy: 7:01am g6 reading 160, finger stick reading is 132. That is a mard of 21.2%, which is outside the allowed 20% range. Additional information received on 13 may. 2025 for mw5170159.